Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:the device associated with this report was not returned. After review of evidence provided, the complaint condition is provided. The attune rp tibial impactor appears to be broken in 2 pieces along the middle part of the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During impaction of the attune tibial base plate, the attune rp impactor head split in two. Impaction completed using the one piece impactor. All pieces accounted for.